Event description:
It was reported by service report that the nurse call communication cable was lying on top of the bed with a damaged male plug end. Customer could not determine if there was pt involvement of if there were adverse consequences to report.